Event description:
It was reported that the (B)(6) arrived onsite and during functional testing the arctic sun device gave low flow alert 41. Per review of wo notes on 25jul2025, it was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100%, inlet pressure (ip) was -4.3, flow rate (fr) was 1.2, fluid delivery line (fdl) removed inlet pressure (ip) and flow rate (fr) dropped to 0. Per sample evaluation results received via task on 18sep2025, it was reported that the device would not fill completely. It took in 1.8 liters of water to read full.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun stat was evaluated upon receipt. The device would not fill completely. It took in 1.8 liters of water to read full. Missing fill hose on the end of the level sensor cup. Replaced the missing fill hose on the level sensor cup. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested and passed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia tech arrived onsite and during functional testing the arctic sun device gave low flow alert 41. Per review of wo notes on 25jul2025, it was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100%, inlet pressure (ip) was -4.3, flow rate (fr) was 1.2, fluid delivery line (fdl) removed inlet pressure (ip) and flow rate (fr) dropped to 0. Per sample evaluation results received via task on 18sep2025, it was reported that the device would not fill completely. It took in 1.8 liters of water to read full.